Manufacturer narrative:
H3) the logs and archive for the navigation system were reviewed by medtronic personnel. However, the logs and archive provided no a dditional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was present. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: pn: 9736113, ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the århus did have issues, mostly related to pacs import, but also nav to nav transfer had issues. One of the doctors tried 12 times to move exams from pacs, but also from stealth plan to stealth their own system. A separate but maybe related issue was on a scan that was not accepted by the s8, the rep had this one anonymized on a usb stick. This was a stereotactic exam from århus CT with the standard leksell andframe CT box. The exam itself was accepted by the s8 but the frame failed auto registration, looking at it on the planning station it looked fine so there were no obvious reasons for it not to work, so it was important to get it analyzed. No patient was present.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.